Manufacturer narrative:
Posterior instrumentation implant: 2011 (B)(6). Timesh implant: 2011 (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. A review of the device history records did not identify any applicable nonconformances to specifications.

Manufacturer narrative:
Device was received in the manufacturer for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed.

Manufacturer narrative:
Instrument torque mechanism functionally evaluated; torque readings were taken and determined within print specification. Visually confirmed driver shaft broken; crack appears to have initiated at stress relief fillets. Fracture surface partially damaged microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface, indicative of a torsional component. River lines indicating crack initiated at fillet, which propagated around bend of driver fracture. The torsional indication of the fracture, in conjunction with the verification of the torque mechanism as within print specification, and the age of the part suggests anticipated wear as the possible mechanism of failure. The above observations are consistent with anticipated wear, resulting in the foregoing event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion from l4 to s with instrumentation. The torque limiting driver broke while breaking off the "nut" on the crosslink. The hcp used a spare socket driver to break it off. The case was completed without further incident. No patient injury was reported.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.